Event description:
During surgical case, doctor was taking endoscopic vein. The vasoview was external and it was noted to be cauterizing without the lever engaged. It was immediately unplugged and taken off the surgical field.the vasoview hemopro is manufactured by maquet/getinge under the guidant line and is a disposable instrument used for endovascular vein harvesting.